Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was undersensing. It was indicated that the display wires were pinched and that case was damaged. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was observed on the external pulse generator (epg). It was further reported that there was pacing at random intervals and "r on t" pacing was observed and the patient developed torsades de pointes requiring resuscitation and external defibrillation. The epg was returned for service. No further patient complications have been reported as a result of this event.